Manufacturer narrative:
A review of the device history record could not be performed because the lot number was unknown. The subject device was returned. During the device analysis, it was revealed that the balloon catheter was damaged and kinked, the balloon had a hole and it was leaked. It was reported that that the device packaging was kinked. It is possible that the kinked package contributed to the reported damages to the catheter and it is also possible that the balloon catheter became damaged and kinked/bent due to damage during advancement or due to handling damage during the procedure. However, this could not be definitively determined. Based on the information currently available the exact cause for the reported issues cannot be determined.

Event description:
Analysis of the returned device noted that the balloon had a hole and it was leaked. No patient involvement.